Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery and that the blood glucose ran high. The blood glucose reading was 433 mg/dl. The drive support cap appeared normal and recessed. The insulin was clear and not expired and the insertion site not sore or irritated. The customer declined the high pressure test. The insulin pump was not replaced or returned for analysis.